Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited <200 ohms bipolar impedance and 250 ohms unipolar impedance. Unipolar thresholds were at 2.75 v. Low impedance readings were seen during previous follow-ups. The physician elected to monitor the lead integrity through clinical follow-ups.